Manufacturer narrative:
This is a sample-specific issue and the reagent is performing as intended. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. It is to be noted that the customer is taking saliva tests in longsee viral transport media, 3ml which is off-label.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results for one patient using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat. The same sample was repeat tested on a competitor platform (genexpert) and generated negative results. The negative results were reported. No harm is alleged per FDA guidance for eua, 1 MDR is being submitted.